Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited cross-chamber oversensing of the atrial signal on the ventricular channel. Troubleshooting and programming options were provided to the field. The ICD remains in service and no adverse patient effects were reported.